Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that device was never helped control her symptoms and she was still having problems with urgency. She couldn¿t empty her bladder. Patient stated she would go to try to void and can sit there all day and still not feel like her bladder is empty. She did not understand how the stimulator worked. She felt stimulation currently and she could go to the bathroom and still felt it. She had been increasing stimulation but that wasn¿t helping. She turned it up and she couldn¿t feel stim that was much stronger. There were no further complications that have been reported as a result of this event.